Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("she is suffering with severe pain.") In a 39 year-old female patient who had essure inserted (lot no: 626686) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), discomfort ("she felt uncomfortable 2 to 3 years after implant."), asthenia ("it was debilitating") and gait disturbance ("she could barely walk"). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The outcomes for discomfort, asthenia and gait disturbance were unknown. The reporter considered asthenia, discomfort, gait disturbance and pelvic pain to be related to essure administration. The reporter commented: no hospitalization. Caller inquiring what is the process for a settlement regarding her essure that is still inserted and is giving her some health issues. She wanted to know process for a action she is about to take to receive settlement. She also stated that she had called years before on this issue but never heard back. Caller does not remember exact date essure was placed but it's in springtime approx on (B)(6) 2008 or 2009. She felt uncomfortable 2 to 3 years after implant. Substantial work has been done like a biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): not reported. Lot number: 626686, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("she is suffering with severe pain.") In a 39 year-old female patient who had essure inserted (lot no. 626686) for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no hospitalization. In (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pain (seriousness criterion medically important), discomfort ("she felt uncomfortable 2 to 3 years after implant."), asthenia ("it was debilitating") and gait disturbance ("she could barely walk"). Essure treatment was not changed. At the time of the report, the pain had not resolved. The outcomes for discomfort, asthenia and gait disturbance were unknown. The reporter considered asthenia, discomfort, gait disturbance and pain to be related to essure administration. The reporter commented: caller inquiring what is the process for a settlement regarding her essure that is still inserted and is giving her some health issues. She wanted to know process for a action she is about to take to receive settlement. She also stated that she had called years before on this issue but never heard back.caller does not remember exact date essure was placed but it's in springtime approx (B)(6) 2008 or 2009. Discrepancy noted in device start date: april 2009 she felt uncomfortable 2 to 3 years after implant. Substantial work has been done like a biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): not reported a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report